Manufacturer narrative:
Field service engineering (fse) followed up with the customer over the phone. While troubleshooting, the customer reported that all the motors in the analyzer were not powered at all. The fse instructed the customer to reboot both controls software pc and the analyzer main power and that resolved the issue. After reboot, all motors were powered on and unit was able to boot up and perform an all set home. The customer confirmed the analyzer was functioning as expected without errors. No further action required by fse. A complaint and service history review for a similar complaint was performed for serial number (B)(4) through aware date of event. There were no other similar complaints identified during the searched period. The aia-2000 operator's manual under appendix 4 - error messages states the following: [4241] hybrid arm y-axis home detection failure. Cause: the home sensor failed to activate after the hybrid arm y-axis moved toward the home position. If retry fails, the measurement result will be flagged (mf flag). Solution: contact tosoh service center or local representatives. The most probable cause of the reported event was due to malfunction of the motor drive resettable fuse.

Event description:
A customer reported error message 4241 hybrid arm y-axis home detection failure during sample run on the aia-2000 analyzer. The customer checked for obstruction in analyzer but could not visually see any. The customer also attempted performing an all set home function but was unsuccessful. Instrument is down. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting of intact parathyroid hormone (ipth) patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.